Manufacturer narrative:
Submit date: 09/11/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The complaint report states that a sample will not be returned for evaluation. Without a sample we cannot confirm the root cause of the reported condition. Based on the description of the complaint, a probable root cause may be that there was an obstruction in the catheter, however, we are unable to confirm what caused this obstruction. The funnel connector is bonded onto the catheter using cyclohexanone, it is possible that excess cyclohexanone could be causing the blockage. Controls in place to avoid excess cyclohexanone include a statistical quality inspection of each batch in accordance with procedures and manufacturing inspection on each assembly for excess cyclohexanone. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR found no deviations occurred for lot number 13k008fhx. At this time, no further action is required. The complaint will be used for trending and tracking purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a suction catheter. The customer states that during the use of the catheter, the suction did not work properly and the catheter was blocked. There was no suction at all. The procedure is unknown, however it occurred in the ic unit. There was no harm to the patient.

Manufacturer narrative:
.